Event description:
It was reported that the right atrial lead (ra) exhibited noise that was oversensed by the device. Programming changes were made. The patient was stable and would continue to be monitored.